Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized. On unreported date(s), the patient was treated with unspecified antibiotics which continued for twenty-one days (medication, dosage, frequency, and route not reported) for the peritonitis event. Dianeal therapy was ongoing. On an unreported date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.